Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was claimed that leak occurred. Identification of issue has been done by analyzing problem description and the device¿s logs. There was no patient harm. Based on technician statement, the leak occurred on the oxygen supply drain (between oxygen drain and the entrance of the o2 gas module). The o-ring in the drain was replaced. The issue has been resolved and the device was delivered to the user in working condition. The records from provided date of event are not visible in attached device's logs. However, review of the logs (since last successful pre-use check dated on (B)(6) 2022) confirmed occurrence of reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high respiratory rate, inspiratory tidal volume overrange or expiratory minute volume low indicate a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. The root cause to the reported issue has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 09/21/2016; corrected manufacture date: 09/09/2016. Previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).